Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an implant procedure a right ventricle lead was attempted to be placed when the inability to capture potential was observed. The lead was attempted to be repositioned however helix extension issues presented. A new lead was used to complete the procedure. No adverse patient effects were reported. This lead is not expected for return. Given this information this event has been concluded. Should additional information become available, a follow up report will be submitted.